Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported batteries are lasting less than 7 days, pump rejects the new battery, scratches on the display screen. The customer has to double click, force down or hold down for buttons to respond, and the buttons stick from time to time.the customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the short battery lifetime, battery failed alarm, cosmetic damage and keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test and self-test. All buttons function properly. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 04/19/2025 07:13:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor or motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. No low battery alert or failed battery test noted during testing and no unexpected low battery alerts listed in the pump trace download. Unresponsive keypad, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.